Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the back pain and stimulation not going down to the leg was a program change. The patient reported that they adjusted the intensity on the left. The patient reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that when his ins was implanted it was programmed to work mainly on the right-hand side because that¿s where he had his main troubles. The patient reported that his ins had been adjusted once before to help take care of the left side. The patient reported that he was having real back pain on the left side and stated stimulation was not going down the leg and it was staying around the thigh area and was wondering if he could get a tune up. The patient reported that he falls frequently and the last time he fell was (B)(6) 2017, just before (B)(6) and the falls could be related to the issue. The patient confirmed all the issues had been going on for several months now, but didn¿t have an exact date. No further complications were reported.